Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implanted monitor did not meet the expected longevity of the customer. The monitor was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. Additionally, analysis of the device memory showed the battery indicator signifying that it is time for device replacement occurred on (B)(6) 2015, seven days post-explant. Device had been implanted over 220 days at the time the post-explant recommended replacement time (rrt) was triggered.